Event description:
During a breast reduction surgery, the plastic surgeon was "trying to dry the wound with saline wash and soak up the blood" with the laparotomy sponge. The sponge shed 2-3 inch long strings during this process. The strings fell from the lap sponge into the wound.